Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there was cracked in front of pump, above the up arrow button and at the top of where the reservoir. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was not able to lock in place. The product will be returned for analysis.

Manufacturer narrative:
Device received with cracked case near display window corners and cracked reservoir tube lip noted. The test reservoir stay locked in place noted. Device was tested with no unexpected restarting by itself noted.